Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set site multiple times. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the cartridge. The customer changed the cartridge and insulin delivery was resumed. The customer's blood glucose level was 290 mg/dl and a bolus was delivered to address the bg level.